Event description:
It was reported that patient underwent total knee arthroplasty on (B) (6) 2010. A revision procedure was performed approximately nine days later and the tibial bearing was removed and replaced. The surgeon noted wear marks on the tibial bearing.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Date explanted - approximately nine days after the original surgery, however, the exact date is unknown.

Event description:
It was reported that patient underwent total knee arthroplasty on (B) (6) 2010. A revision procedure was performed on (B) (6) 2010, due to infection and the tibial bearing was removed and replaced. During removal, the surgeon identified deep gouges on the poly bearing.

Manufacturer narrative:
Review of device history records and sterile certification show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Of event - (B) (6) 2010. - event description - updated based on additional information received. Additional information: date explanted - (B) (6) 2010. Evaluation of the returned component found scratches and depressions in the articular surface. This coupled with the short in vivo time suggests that the damage to the bearing may have been caused by third body debris, such as bone cement particles, that migrated between the articular surfaces.